Event description:
A customer reported to baxter (B)(4) of a 4 lead irrigation set in which operator found separated tubing during the patient use. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of 4 lead irrigation set in which operator found separated tubing during the patient use was confirmed during sample evaluation. One actual sample was available at the plant for evaluation. During visual inspection, separation between the y-vinyl and the assembly of the cap burette was observed. No other tests were performed. The assignable root cause of the reported condition is due to inadequate solvent bonding technique used during the assembly of the y-vinyl into the burette cap. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
Complaint (B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation a follow-up will be submitted. A batch review cannot be performed since there was no lot number provided.